Event description:
Senseonics was made aware of an incident where user reported an infection on the insertion site with symptoms of pus and bleeding which was confirmed as an infection by the hcp. According to the user, the symptoms first appeared on (B)(6) 2025.the hcp prescribed the user with antibiotics to treat the infection.

Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. Development of infection at the sensor insertion site is a known and anticipated potential adverse effect. The sensor is inserted by making a small incision and placing it under skin, and potential for developing ski irritation/inflammation/infection at the insertion site is a known anticipated adverse event.the user reported an infection on the insertion site with symptoms of pus and bleeding which was confirmed as an infection by the hcp. According to the user, the symptoms first appeared on (B)(6) 2025.the hcp prescribed the user with antibiotics to treat the infection.